Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified 2 possible lot number (plots). The possible lot numbers are 28039h and 28289h. However, according to hospira records, the customer reported lot number 28289h has not been used during the manufacturing and labeling of list number 14248. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report 1 of 2. The customer contact reported a leak. The tubing set was being used to deliver an unspecified volume of taxol 0.64mg/ml, at an unspecified rate, via a plum pump. It was reported that after the delivery of taxol was complete, the nurse attempted to flush the line. At this time, it was reported that the pump alarmed for air in line and the nurse attempted to backprime the tubing set by connecting a micro-clave needleless connector to the clave secondary port on the tubing set. It was reported that when the nurse manipulated the clave secondary port to connect the micro-clave needleless connector, a few drops of solution that was still present in the cassette of the tubing set splashed onto the nurse's arm. No specific details were provided. The pharmacy was contacted. The nurse washed her arm with soap and water. The customer contact indicated that the clave was installed and the flush was completed. There were no reported adverse effects to the pt and no delay of therapy critical to this pt. No medical interventions were required, no add'l info was provided.